Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer indicating machine was not cutting and no pressure showing. The vitrectomy procedure was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The pneumatics module was replaced as a prevention. The system was then tested and met all product specifications. The pneumatics module was received and a visual assessment of the returned sample showed no obvious visual nonconformity. The returned pneumatics module was installed into a calibrated system and tested. The system passed the smarvit test, therefore the nonconformity reported event was not replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, no cutting was experienced.